Manufacturer narrative:
(B)(4). Implant date: unknown day approximately 20 years ago. Concomitant medical products: item #: unknown unknown stem lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01329.

Event description:
It was reported that the patient underwent a hip arthroplasty and was revised twenty years later due to implant wear. Both the liner and head were revised. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.